Event description:
It was reported that sometimes at the alarm date the pump does not reflect the true volume as the patient had experienced shaking at the alarm date. It was unknown what medication this device system delivered at the time of the event. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID: 8709, lot# j0039992r, implanted: (B)(6) 2001, product type: catheter. (B)(4).